Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2013 upon sensor failure patient removed sensor and could see the sensor wire hanging from the end of the sensor pod. Sensor wire did not break and no portion of the needle was exposed from the applicator tube. Dexcom has issued an rga for patient to return device to be investigated.